Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and could not verify the complaint of the device overheating. The carefusion field service rep determined that the high settings in use at the time of the event and an IV bag being hung over the cooling fan vent on the back of the device may have been contributing factors in the overheating of the device. The carefusion field service rep was unable to verify moisture (water) in the pressure transducer tubing; the moisture had most likely dried out. The carefusion field service rep replaced the pressure transducer board as a precaution and ran the device through a complete checkout to ensure that it meeds all factor specifications. Once completed, the device was returned to the user facility's control ready to be placed back into service. The carefusion field service rep recommended to the user facility that they replace the filtered pt circuit periodically as a clogged filter may cause back pressure forcing moisture (water) up the pressure sense line into the pressure transducer. Carefusion has initiated internal corrective action requests to investigate the issues of moisture getting in the pressure sense line and the 3 ohm driver assembly overheating and shutting down.

Event description:
The following description of the device evaluation by the user facility was copied from the user facility medwatch report received from the FDA on 10/25/2011. "Operator precheck on (B)(6) 2011: (B)(6) 2011 initial inspection of vent found the following settings: alarm - max paw 56, min paw 13. Power 10, time 49% hz 3.0, bias flow 50 lpm. Upon inspection, could not get the vent to pass pre-use check. Upon further inspection, found water in the pressure transducer preventing circuit calibration - will follow up with sensormedics/carefusion." The following additional info concerning the event and the problems the user facility is experiencing was documented by a carefusion tech support specialist in response to a phone conversion with a user facility representative on (B)(6) 2011. "[Name removed] called to follow up. [Name removed] (his boss) told him to call me. He explains that this vent has had multiple issues since they received it. However, he wanted to point out that they rent 3100b vents and never have any problems. He explained that this vent was evaluated a couple of months ago and it was found that water had gone up the airway sense line causing the pressure transducer to fail. ([Name removed] is factory trained) the vent was repaired by our field service and after being used only one time, the vent came down to him because it "failed" again. Complaint: map dropped and bias flow was used to compensate instead of troubleshooting for "leak." Overheat light came on. Vent was switched out and sent to biomed. [Name removed] evaluated and found water in and around the pressure transducer. I explained to him about the orientation of the pt wye and how keeping the airway sense line on top should prevent water ingress. He explained that they ran different scenarios and each time (didn't matter the position of the pt wye) water went up the circuit. I asked him for the part number and type of circuit being used on the 3100b. He told me p/n 16390-102 (3100b filtered circuit). They use the f&p 850 humidifier with the 3100b. They have no problems with excess condensation on the 3100a. They use the non-filtered circuit 773996 and the f&p 730 humidifier with the 3100a. I explained about humidity and how there should not be excess condensation in the circuit. He understands and explains that he feels that the environment could be causing this issue. He adds that the adult icus are very warm and have fans directed to the pt. I explained that excess condensation does present when there is a temperature gradient. I suggested insulating the circuit. He said that their infection control wouldn't like it. He admitted that they are very baffled by this issue since it only happens with this ventilator." "When they initially had problems with "overheat," they did find pr8 (cooling gas regulator) out of specs and once it was replaced, the vent worked fine. Now they are having problems with "water ingress" ...causing "overheat." I suggested a service call. He agreed. He requests that the fsr come early since he leaves at 3pm and wants to be there to help "investigate." I will send him a box of 3100b non-filtered circuits 11744-850k to aide in the investigation and dispatch the service call."